Event description:
During procedure, it was discovered that a flexible tip laser probe did not have an aiming beam and no laser. After all connections were double checked, another package was opened and used without issue. This was discovered prior to use on patient and did not cause any delays in the procedure. No harm came to the patient. Manufacturer response for photocoagulator and accessories, alcon, engauge (per site reporter). The local representative was notified and will file a complaint with alcon. The device will be returned for failure analysis upon request.